Manufacturer narrative:
(B)(4). Batch # : unk. Investigation summary according to the information received, the reported event for the device was packaging integrity. This is an analysis of one photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a package from an aside view and the tyvek can be seen partially open on a corner. However, the seal area is completed. Based on the photo the event described cannot be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during the surgery, before used on the patient, open the packing and noted the inner packing (sterile packing)was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 2/15/2022. Investigation summary : a photo along with the device was returned to ethicon endo surgery for evaluation. During the visual analysis of the photo, the following was observed: the photo shows a package from an aside view and the tyvek can be seen partially open on a corner. However, the seal area is completed. Based on the photo the event described cannot be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Visual analysis of the returned sample revealed that the ec45a was returned without apparent damage. As no tyvek or blister were returned for evaluation, we are unable to investigate further the issue of ¿packaging integrity". As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The event described could not be confirmed as the device was returned non-sterile and no blister or tyvek was received. This report is not intended to deny that a problem was experienced with the device and the reported complaint could not be confirmed. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.